Manufacturer narrative:
The reporter did not provide the affected product, lot information or photographs to aid in the investigation. Therefore, neither a product inspection nor product history review could be performed. Units with the affected device product code are manufactured by a third-party manufacturer and undergo inspection by incoming quality assurance. Material is evaluated by an appearance test to ensure it is clean, free of foreign matter, damage, visible contamination, tears, rips, and loose thread stitching. Any nonconforming product would not pass incoming quality checks and would not be released. Furthermore, the complainant reported the device did not have any quality concerns or visual defects. Per the reporter, the facility stated this event is attributable to inflation dynamics being too forceful for this specific patient, as they had an underlying condition of advanced cancer and multiple pathological fractures prior to the event. The root cause of the reported issue is due to normal inflation force acting on a patient with an underlying condition of advanced cancer and pathological fractures.

Event description:
Report received of a humerus fracture occurring while the airtap device was inflating. Per the reporter, a 45-year-old female patient was admitted to the facility in advanced stages of cancer and had multiple pathological fractures throughout her body. On admission, her mobility was limited, and she was placed on airtap. On (B)(6) 2025, the patient was preparing to be boosted up in bed by two staff members. The patient¿s arms were crossed over her chest. As the device started inflating, the patient indicated that her arm was hurt, and staff deflated the device. The patient received an x-ray, confirming a humerus fracture. Subsequently, on an unknown date, the patient underwent surgery to treat the fracture and was then transferred to the orthopedic unit, where she is still admitted as of (B)(6) 2025. Per the reporter, the device did not have visual defects, and there was no quality concerns related to the device. The reporter stated the device inflated as it usually does, and that this fracture was not pre-existing to this event. Per the reporter the patient has not experienced any post-surgical complications or sequelae, and the fracture is healing. Photographs, lot information and the affected device are not available.